Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 1-1.5 ml of insulin during the load sequences. Customer¿s blood glucose level was 317 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.